Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. The device was received for evaluation. Visual inspection showed labels were undamaged, but display glass was scratched. Event history log shows downstream occlusion alarm messages. No disposable alarm testing ran as per procedure and device passed. The reported issue could not be duplicated. The pumps downstream occlusion sensor was tested. It was found to be functioning properly and activating within specification. Root cause is unknown. However, the downstream occlusion sensor was recalibrated as preventive measure.

Event description:
It was reported that the pumps frequently sound alarms for upward occlusion. The customer tested the pump and there is no good explanation for the alarms. The alarm comes at intermittent bolus and only after second bolus. No patient injury reported.